Event description:
At 21 months postop, pt misstepped and fell. Pt did not experience any discomfort. Surgeon x-rayed the affected joint and the x-ray showed the tibial insert attachment screw was loacted posterior to the prostheses. Surgeon has scheduled revision surgery for 11/14/96 to preclude any potential adverse effects.